Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Complete lead was returned. Visual inspection noted a setscrew mark on terminal pin. The poly tuning was partially melted at 21 centimeters (cm) from terminal pin most likely caused by electrocautery. This lead passed all electrical tests. It was concluded that there were no irregularities noted at tip section of lead that could contribute to dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited no capture at high outputs due to lead dislodgement. During an attempt to reposition the lead, the physician decided to use another lead in a different target vessel. This lv lead was explanted and returned. No additional adverse patient effects were reported.